Event description:
It was reported that during an unknown procedure the device get broken jaw, no part felled in the patient. Another device like device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the top of the I-blade fractured and lifted, the jaw was detached returned. In addition, the energy button was detached and returned with the instrument. It is likely that the button was dislodged during transit. The button was reattached to the instrument and connected to the generator and it was recognized. Because the I blade was damaged not all testing was performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Although no conclusion could be reached as to how the button detached from the instrument it should be noted that our manufacturing process verifies the presence and functionality of the instrument prior to shipping.